Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 415 (mg/dl) and small to moderate ketones for 1 week. Customer administered insulin injections to treat bg levels. System check with tandem technical support on 06/21/2016 indicated pump was performing as intended. Recommendation was made to try new body locations for infusion sets and to contact health care provider to discuss diabetes management.